Event description:
It was reported that a user experienced loss of continuous glucose monitoring data (cgm) on the ilet when paired with a dexcom g6, with the pump showing a sensor error; troubleshooting included verifying the sensor was active, checking alerts, cycling the ilet power, and confirming bluetooth pairing, after which readings resumed. Symptoms included temporary unavailability of glucose readings. Outcomes included transient interruption of cgm data without clinical harm, hospitalization, or medical intervention. Customer support included troubleshooting and verification of device connections and sensor status. Investigation of this case revealed a temporary cgm transmitter or communication issue that resolved after power cycling and reconnection, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary transmitter communication issue.